Event description:
The customer stated that she was hospitalized twice for high blood glucose levels above 200 mg/dl. On her most recent hospitalization, the customer experienced high blood glucose levels for four or five days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.